Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 596 mg/dl at the time of incident and the current blood glucose of the patient is 596 mg/dl. Customer experienced symptoms such as nausea. Customer was treated with insulin pump and manual injection. Customer also reported that they were using insulin pump system within 48 hours of reported event. Based on customer report customer does not allege pump was under delivering. It was not reported whether auto mode was active at the time of the incident. Troubleshooting was performed. The product will not be returned for analysis.